Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that ipg was depleted and unable to provide stimulation. The programmer displayed error message " replace generator/the generator has reached the end of its service/contact your physician to schedule a replacement." Surgical intervention may be undertaken to address this issue.